Manufacturer narrative:
(B)(4).

Event description:
Some caps could not be connected to the transfer set completely. The connection between the cap and the transfer set was slightly weaker than usual. There was no patient injury or medical intervention.